Manufacturer narrative:
Concomitant medical products: excimer laser, sn (B)(4); femto laser, sn (B)(4). The field service specialist (fss) visited customer site on an earlier notification and inspected the system. While working on the intralase for lost suction issues, fss decided to proactively check, adjust or replace the joystick in case the bed is drifting. Fss replaced joystick and tested for drift as well as verified lens calibration. Fss found no issues and the system was found to meet the required specifications. Through a follow up, fss confirmed that he did not see any patient bed movement. Fss verified that he has not heard from the customer since the joystick was replaced on the system. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported of three (3) suction losses on three (3) different patients after patients were applanated and after the laser fired. The flap was 90% done when the loss happened. The account stated that, the issue may have been caused by the bed drifting, that the joystick on the visx laser was replaced and the bed is not drifting anymore. It was reported that all treatments were successfully completed. This report is three (3) of three for the third patient. Separate reports will be submitted for the other two patients.